Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 77 and 115 mg/dl. Tests were done within 10 minutes. "Patient was using expired test strips." Patient did not experience any adverse events. No further information has been reported.